Manufacturer narrative:
Date of event: unknown, used the first day of the aware month.

Event description:
It was reported that the patient has been experiencing difficulties with this inflatable penile prosthesis (ipp), as the device deflates on its own without pressing the deflation button. The patient will be visiting its physician for further evaluation.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month.

Event description:
It was reported that the patient has been experiencing difficulties with this inflatable penile prosthesis (ipp), as the device deflates on its own without pressing the deflation button. A surgical procedure was performed and the pump was removed and replaced with a new one. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually and microscopically examined, and functionally tested. Functional testing revealed an anomaly since the pump did not pass the activation test. Based on the information available and analysis results, the activation anomalies identified in the pump could have caused or contributed to the reported clinical observation of spontaneous deflation. B3 date of event: unknown, used the first day of the aware month.

Event description:
It was reported that the patient has been experiencing difficulties with this inflatable penile prosthesis (ipp), as the device deflates on its own without pressing the deflation button. A surgical procedure was performed and the pump was removed and replaced with a new one. There were no patient complications reported.